Event description:
It was reported that two balloon catheters would not inflate and deflate properly. Reportedly, there was no patient injury. This MDR is being filed based on the returned product evaluatons in which the balloons would not deflate.